Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre sensor detached while sleeping, and she woke in hypoglycemia but was unable to check sensor. The customer reported she experienced loss of consciousness and seizure, and called an ambulance. The customer reported she required treatment from a healthcare provider but refused to provide further information. There was no report of death or permanent injury associated with this event.